Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found a foreign object inside the nozzle. However, the customer returned the device without reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition, evaluation of the device observed the following: the water tightness was lost, due to a pinhole on bending section cover; the bending angle in up direction does not meet the standard value, due to wear of angle wire; the water removal ability does not meet the standard value, due to clogging of nozzle; the adhesive around objective lens, the paint on air/water cylinder, and the paint on suction cylinder were peeled; there were scratches on the plastic distal end cover, scope connector cover unit, forceps elevator lever, forceps elevator knob, right/left knob, upward/downward knob, switch box, scope cover, suction connector, universal cord, grip, control unit, and connecting tube; the suction cylinder was shaved; and the control unit had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope was suspected to have water leakage at the tip. During the evaluation, the following reportable issue was found that there was a foreign object inside the nozzle. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.